Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited difficulty converting the induced arrhythmia. The patient was noted to have taken a high dose of painkillers; therefore, a new defibrillation threshold (dft) test was completed. This device remains in service. No adverse patient effects were reported.